Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error and a compromised force sensor system. The customer¿s blood glucose was 221 mg/dl at the time of incident. Customer stated that the insulin pump alarmed compromised force sensor system and no troubleshooting was performed. Customer also reported to have received a button error alarm. Button error troubleshooting was performed and unable to confirm if the time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
No frozen screen or button error alarm noted. Unit time/clock moved. Unit had unresponsive esc, act, and up buttons due to moisture damage keypad traces. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test or verify compromised force sensor system alarm due to unresponsive button. No moisture damage electronic assembly during visual inspection. Unit had minor scratched lcd window, cracked lcd window, cracked battery tube threads, broken reservoir tube lip, cracked belt clip slot, cracked case at display window corners, stained address/serial number label and stained end cap sticker.